Event description:
It was reported that during a colorectal resection procedure, there was an incomplete staple line. During a colorectal tumor resection under coelioscopy, upon the first firing, the device cut the tissues but the staples were partially delivered. Moreover, some of the delivered staples were not completely closed. The surgeon noticed a leakage of faeces in the abdominal cavity requiring an abundant clean and extending the procedure of twenty to thirty minutes. The anastomosis was finally completed with a circular stapler, without other issue. The patient is currently fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure for hemostasis in the mucosal tissue of the colon. According to the complainant, the resolution clip device would not release in the mucosa of the patient at the time they closed the clip. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Manufacturer narrative:
(B)(4). Articulation gear teeth the analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received with a (B)(4) cartridge reload loaded on the device. The reload was received unfired. The device was tested for functionality with the returned and test reloads on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4) . A batch record review was performed and no anomalies were found during the manufacturing process.